Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The pt reported that about a week ago, she went through a security system at store and that afterwards her stimulation didn't feel right. She was experiencing pain and had to adjust her stimulation down, although it still remained uncomfortable. Further information is being requested from the hcp.